Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular asystole due to loss of capture in both the left ventricular (lv) lead and the right ventricular (rv) lead. Reprogramming was done on the lv lead to regain capture. The rv lead is still losing capture at high outputs. The physician will be notified of the issue. Both leads remain in use. No further patient complications have been reported as a result of this event.